Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the hard-drive and reloaded the software. The dicom store was setup in order to send images to pacs which worked for the engineer, but during cases was only intermittently successful; the ge service rep attended yesterday and we're hoping the issue is now resolved although a 'patch' will be issued in early sep to resolve this bug.